Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 511 mg/dl at the time of incident. Customer stated that they having difficulties because button was not held but just pressed through the load process. Customer did not wish to troubleshooting for high blood glucose value. The device will not be returned for analysis.